Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the morning of this report, she woke up from her sleep and noticed that the tubing had detached from the quick release at the site. The site location was the side of her stomach and the pump was clipped to the top of her blouse. The infusion had been in use for 8 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device, it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.